Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomical condition/operational context and the unchanged tricuspid regurgitation (tr) was due to the slda. It should be noted that the mitraclip instructions for use states: ¿do not use mitraclip¿ outside of the labeled indication¿. The off-label use of the device was associated with use error as mitraclip was used to treat tricuspid regurgitation. However, the off-label use did not contribute to the slda. The reported unexpected medical intervention appears to be due to case specific circumstance as the patient underwent one addition mitraclip procedure for tr treatment. There is no indication of product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip delivery system device referenced is filed under separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second cds was advanced to stabilize the slda; however, after the clip was deployed, the clip detached as well from the septal leaflet. Two clips implanted with tr remaining at 4+. The physician decided to leave the clips as is and switched over to treat the mitral valve. Two clips implanted in the mitral valve without issue, reducing mr from 3-4 to 1. No additional information was provided.